Event description:
In 2005, a clinical incident involving a visage wand was reported to arthrocare corporation. The reported incident involved an electrosurgical resurfacing procedure in which it was reported the pt sustained a second degree burn to the face and skin sharp wound (as described by physician) requiring sutures. The burn was treated with conservative burn therapy. In addition, antibiotics were administered to the pt both topically and orally. Additional procedures will be required to repair the affected areas. The pt has sustained severe scarring, hypopigmentation, and hyperpigmentation.